Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited intermittent left ventricular (lv) lead oversensing. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited intermittent left ventricular (lv) lead oversensing. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received, and the lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The description was amended to reflect that the lv lead was surgically abandoned.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited intermittent left ventricular (lv) lead oversensing. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received, and the lv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.